Event description:
The physician was attempting to use a pacific xtreme pta balloon catheter to treat a lesion that exhibited 100% total occlusion. The lesion was predilated. No abnormalities noted during inspection and preparation of the pacific xtreme prior to use. No resistance noted between the balloon and other devices during delivery of the device to lesion. During the procedure, the balloon was taken up to normal atmospheres (6atm) for 2 minutes and then it was noted that the balloon appeared to have a "napkin ring" halfway down the inflated balloon. This was on the first inflation. The 2nd inflation (6atm) the balloon went to full profile. No patient complications reported. Image review : one still image was provided for review which confirms that the balloon was not able to inflate properly at the first inflation. There is a clear portion that is not expanded.

Manufacturer narrative:
Evaluation, results: no results available since no evaluation performed- device not provided for review; component/subassembly failure -manufacturing balloon folding issue identified; none -no device returned. Conclusion: device failure directly contributed to event -manufacturing balloon folding issue identified. (B)(4).